Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device was not alerting. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device logs were downloaded and reviewed and the display device was not alerting was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional d4: additional device information - correction d9: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional